Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5x80 mm armada percutaneous transluminal angioplasty (pta) protective sheath/stylet was removed without unusual resistance. The armada was prepped outside the anatomy prior to use. The armada was advanced toward the target lesion and inflated one time to 12 atm. Despite holding negative pressure more than 1 minute several times, the armada balloon could not be deflated. The armada was withdrawn inflated until it made contact with the introducer sheath. It was believed that the balloon partially deflated, allowing the armada to be successfully pulled inside the introducer sheath by pulling it very hard. A same size armada was used to continue the procedure. There was a 5 to 10 minute delay in the procedure; however, there was no reported adverse patient effect.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The difficulty in deflating the balloon was confirmed. A search of the complaint handling database was performed and no other incidents were identified from this lot for events due to difficulties deflating the balloon. While a search of the lot history record for this specific lot found one nonconformance related to deflation, based on an expanded related record review and investigation, a product issue related to balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being addressed per site operating procedures. This type of reported event will continue to be monitored.

Manufacturer narrative:
(B)(4). Evaluation summary: correction: analysis updated to reflect no nonconformances were identified during the lot history record review. The device was returned for analysis. The difficulty in deflating the balloon was confirmed. A search of the complaint handling database was performed and no other incidents were identified from this lot for events due to difficulties deflating the balloon. While a search of the lot history record for this specific lot found no nonconformances related to deflation, based on an expanded related record review and investigation, a product issue related to balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being addressed per site operating procedures. This type of reported event will continue to be monitored.